Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they damaged front case and rear case, replaced them new front and rear cases assembly. The oridion board failed leak down test, replaced it a new oridion board. Updated a new logic board for compatibility. Performed lekk down test and co2 calibration with passing results. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/02/2012 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was returned for repairs. No patient involvement was reported.